Manufacturer narrative:
Patient information was not provided. The model was not provided.

Event description:
A german customer received a blood glucose reading of 38mg/dl on a contour xt, which he felt was incorrect because he had no symptoms. He retested on another contour xt and the reading was 119mg/dl. The difference between the readings falls in the "d" zone of the consensus error grid, making the difference clinically significant. No adverse event was alleged. A new meter was sent to him.